Event description:
I wear a medtronic 670g insulin pump for type 1 diabetes. I received a "low battery" alarm (B)(6) 2018 at 1:20 pm while away from home. I did not receive another alarm unit after I was asleep; "replace battery" at 10:51 pm, and then my pump shut off, including all insulin delivery at 11:22 pm while I was asleep. Neither of these alarms woke me up from sleep. When I woke up at 6:30 am, I was in dka, diabetic ketoacidosis.